Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and the issue relating to missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes did not have any label on it. No patient impact was reported. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse collected blood from the patient, she found that the blood collection tube did not have any logo or paper label on it.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes did not have any label on it. No patient impact was reported. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse collected blood from the patient, she found that the blood collection tube did not have any logo or paper label on it.

Manufacturer narrative:
Investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes did not have any label on it. No patient impact was reported. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse collected blood from the patient, she found that the blood collection tube did not have any logo or paper label on it.